Event description:
Reported a pt death while the device was in use. Reportedly, the pump alarmed for distal air in line. At an unspecified time, the pt expired. The customer has declined to provide any add'l info.